Event description:
It was reported that the balloon ruptured. A 2.25 x 20 mm agent dcb was selected for use. The balloon was advanced for treatment of an 80% stenosed, mildly tortuous and moderately calcified right coronary artery (rca) lesion. Upon initial inflation to 6 atmospheres for 10 seconds, the balloon burst. The device was removed from the body and fluoroscopy confirmed no dissections or other patient complications. The procedure was completed successfully and the patient fully recovered.